Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient went to the emergency room (ER) and eventually got hospitalized (B)(6) 2025 due to insulin overdosing since patient was not disconnected during the rewind or prime sequence leads to hypoglycaemia.the blood glucose level was 40 mg/dl at the time of event and the patient got treated with glucose. The length of hospitalization: twenty-four hours. No further information available.